Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose levels, with a reading of 600 mg/dl. The customer experienced nausea and abdominal pain as well. Troubleshooting was performed. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The tubing clamp was shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.